Manufacturer narrative:
Block h2: correction. Block h6 (device codes) have been updated. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of absence of treatment. Imdrf impact code f08/ captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: this report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Block h11: based on the available information, boston scientific could not confirm the reported event of basket failure to release stone and device difficult to remove. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, basket failure to release stone is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. A risk review was completed and confirmed that the event of basket failure to release stone was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation (bsc) that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. During the procedure, the basket was advanced over a 7 mm stone and closed. The basket got stuck and was not able to be removed from the duct. The basket was left inside the patient and the catheter was removed during attempts to dislodge. They tried using electrohydraulic lithotripsy (ehl), brush, retrieval snare, and mechanical lithotripsy to remove the stone. As a result, the procedure has been cancelled. The patient was admitted in the hospital for three (3) days. The patient elected not to have surgery, but to have laser to break the stone. **additional information received on 03sep2024: the patient underwent an endoscopic procedure to have the detached basket retrieved on (B)(6) 2024.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of absence of treatment. Imdrf impact code f08/ captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. During the procedure, the basket was advanced over a 7 mm stone and closed. The basket got stuck and was not able to be removed from the duct. The basket was left inside the patient and the catheter was removed during attempts to dislodge. They tried using electrohydraulic lithotripsy (ehl), brush, retrieval snare, and mechanical lithotripsy to remove the stone. As a result, the procedure has been cancelled. The patient was admitted in the hospital for three (3) days. The patient elected not to have surgery, but to have laser to break the stone.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of absence of treatment. Imdrf impact code f08/ captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a spybasket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. During the procedure, the basket was advanced over a 7 mm stone and closed. The basket got stuck and was not able to be removed from the duct. The basket was left inside the patient and the catheter was removed during attempts to dislodge. They tried using electrohydraulic lithotripsy (ehl), brush, retrieval snare, and mechanical lithotripsy to remove the stone. As a result, the procedure has been cancelled. The patient was admitted in the hospital for three (3) days. The patient elected not to have surgery, but to have laser to break the stone. **additional information received on 03sep2024: the patient underwent an endoscopic procedure to have the detached basket retrieved on (B)(6) 2024.